Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Iabp would flicker on momentarily and shut down immediately. In an attempt to fix the issue, the fse removed the batteries from the circuit, but that did not address the issue. He thoroughly examined the power supply fuses without issues. The system timer would come on momentarily. The fse narrowed the problem down to the solenoid driver board, and replaced the suspected solenoid driver board. The iabp successfully powered on and ran without exception. The fse successfully completed a battery runtime test of 135 minutes without issues. He then calibrated the iabp and passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(4).

Event description:
The customer reported that during in use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. The iabp was switched out for another iabp to continue treatment on patient without issue. No patient harm, serious injury or adverse event was reported.